Manufacturer narrative:
A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 3, assay operations, states that the tosoh automated glycohemoglobin analyzer hlc-723g8 variant analysis mode can separate the major variant hemoglobins (hbd, hbs and hbc). But some hemoglobin variants such as hbe cannot be separated and it may interfere with the assay. The chromatogram pattern for hemoglobin variants differs from that of a normal sample. Chapter 6, troubleshooting, section 6.4-abnormal chromatograms states that chromatograms from patients with hemoglobin variants or unknown peaks not recognized by the analyzer are occasionally seen during routine testing. These patterns may indicate interferences or problems with the assay. Therefore, it is important to use caution when troubleshooting. Review all chromatograms to determine whether the results are valid. In most cases, results for the sa1c% are reportable. In some cases, the sa1c% may be invalid depending on the hemoglobinopathy present, the flow rate, and the condition of the column and reagent system. Chapter 1, introduction and applications states that columns are warranted for 2500 injections. Chapter 5, maintenance procedures, indicates to ensure to check or replace the column count before starting analysis. The most likely cause of the reported event is attributed to an identified hgb variant for the patient in question that is known to interfere with the g8 hplc methodology. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported a patient result of 3.2% on the g8 instrument. The customer stated the sample was not reported and was sent out for further testing at another lab. The technical support specialist (tss) requested the customer to fax a copy of the chromatograph for review. The chromatograph has a sa1c retention time of 0.60 minutes and an apparent peak on the right side of the sa1c and to the left of the a0 with a baseline shift. Tss requested to see some chromatography from other samples that were ran the same day as the incident day. Also, the tss was informed that the column count is 3188 (maximum recommended is 2500 injection counts). The customer sent the additional chromatograms of additional samples that were tested and it showed a slight shift in the baseline and a small peak off the left of the a0. Tss advised the customer to replace the column. Tss still suspects a hemoglobinopathy with this patient and advised the customer to speak with the doctor about getting an elp on this patient. Ts also advised that this patient should be flagged to not be run on the g8. Ts received the past results on the patient and a result from (B)(6) 2017 has a flag for p-hv3. The other results since 2015 indicate the same pattern with no flags. On the 3rd of may 2018 on a follow up call the customer indicated they have replaced the column and calibrated it and controls are in range. No further details were provided on the electrophoresis of the patient sample. On the (B)(6) 2018, the customer called to inform the tss group that the doctor is aware the patient in question may have variant hemoglobin but is going to wait until the patient comes back for the next checkup in 6 months. The doctor indicated that the patient is not anemic and not presenting any symptoms. The customer and the doctor are aware this patient should not have been tested on the g8 instrument and the sample should be sent out for further testing. There was no indication of any patient intervention or adverse health consequences due to this event.